Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: the "customer who placed the product complaint is a distributor. She said that she was informed by one of her customers, that a wooden splinter was noticed inside the tube just before blood withdrawal. Nobody was harmed, and the tube was disposed of just before use."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation.100 retained samples were visually inspected, and no fm were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: the "customer who placed the product complaint is a distributor. She said that she was informed by one of her customers, that a wooden splinter was noticed inside the tube just before blood withdrawal. Nobody was harmed, and the tube was disposed of just before use."